Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.'), uterine haemorrhage ('aub'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 38-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included uterine bleeding and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of menorrhagia ("menorrhagia"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain."), the second episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and flank pain ("obliques pain"). The patient was treated with surgery (hysterectomy (full) bilateral salpingectomy and failed endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, autoimmune disorder, abdominal pain, the last episode of menorrhagia, dysmenorrhoea, nausea and vaginal haemorrhage outcome was unknown and the abdominal pain lower, back pain and flank pain had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, dysmenorrhoea, flank pain, genital haemorrhage, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted in (B)(6) 2014 . Discrepancy noted in insertion dates: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result - bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, bilateral fallopian tubes, robotic total laparoscopic hysterectomy and bilateral salpingectomy: - secretory endometrium. - myometrium with adenomyosis. - cervix with nabothian cysts. - bilateral fallopian tubes with no diagnostic abnormality. - negative for malignancy. Ultrasound pelvis - on (B)(6) 2018: impression: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.'), uterine haemorrhage ('aub'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 38-year-old female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included uterine bleeding and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of menorrhagia ("menorrhagia"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain."), the second episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and flank pain ("obliques pain"). The patient was treated with surgery (hysterectomy (full) bilateral salpingectomy and failed endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, autoimmune disorder, abdominal pain, the last episode of menorrhagia, dysmenorrhoea, nausea and vaginal haemorrhage outcome was unknown and the abdominal pain lower, back pain and flank pain had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, dysmenorrhoea, flank pain, genital haemorrhage, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted in (B)(6) 2014 discrepancy noted in insertion dates: (B)(6) 2014, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result - bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, bilateral fallopian tubes, robotic total laparoscopic hysterectomy and bilateral salpingectomy: secretory endometrium. Myometrium with adenomyosis. Cervix with nabothian cysts. Bilateral fallopian tubes with no diagnostic abnormality. Negative for malignancy. Ultrasound pelvis - on (B)(6) 2018: impression: normal pelvic ultrasound. Most recent follow-up information incorporated above includes: on 9-oct-2019: plaintiff fact sheet received: lot no. Was added. New events - abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), lower abdomen pain, obliques pain, lower back pain were added. Severity of event abdominal pain lower, back pain and flank pain were updated as severe. Reporter's information, patient demography, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain.'), uterine haemorrhage ('aub sip failed endometrial ablation') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain."), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and nausea ("nausea."). The patient was treated with surgery (hysterectomy (full) and failed endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, autoimmune disorder, abdominal pain, menorrhagia, dysmenorrhoea and nausea outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, menorrhagia, nausea, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) result - bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dysmenorrhea, menorrhagia, autoimmune disorder, nausea, uterine haemorrhage. Reporter added, patient demographic added, essure removal date added, essure indication updated. Lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.